Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the field rt log was reviewed and after insertion into the patient, a purge disc not detected alarm triggered. The returned purge cassette was connected to an aic, run through de-air, connected to the returned pump and purge flow was within specification. The cause of the priming issue was most likely use related since the purge disc was likely not inserted and the purge operated to specification on the returned product. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the purge system was unable to prime. The impella pump was explanted and replaced with a new impella device. The procedural outcome was the patient survived surgery.